Event description:
Reportedly, during the procedure the device was fired on the tissue and could not be reopened. It was removed by force and a similar instrument was applied to the tissue. This device also locked onto the tissue. The tissue was then cut by hand and the device was released from the piece of tissue. The surgical area was reinforced with sutures. There were no reported injuries to the pt. Note: this event was originally reported via asr. During routine review this report was reevaluated. At that time the decision was made to file a report based on the info received.